Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported back up alarm failure with no alarm, and (led) light emitting diode (green/yellow) turned off. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported back up alarm failure with no alarm, and (led) light emitting diode (green/yellow) turned off issue. The manufacturer¿s field service engineer (fse) replaced the (cpu) central processing unit, and power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 15aug2020. B4: 28aug2020. D4: UDI#: (B)(4). The replaced central processing unit (cpu) printed circuit board assembly (pcba) was received for internal failure analysis. It was determined contamination in the "ls1" component was the root cause of the reported failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.